Manufacturer narrative:
Of the 11 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning during investigation for unrelated complaints, there was 1 misalignment failure found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-71 years of age and between 58 and 195 pounds. Of the reported patients, 7 were male, 4 were female.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 1 instances of misaligned failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.